Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien did not evaluate the device. Covidien was only authorized to upload the software.

Manufacturer narrative:
(B)(4). The customer reported they replaced the graphic user interface (gui) printed circuit board (pcb). The covidien field service engineer (fse) was called to download the software. The unit passed all tests, calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator lower display was blank. There was no patient involvement.